Event description:
It was reported that during a device upgrade procedure, the guidewire could not be completed inserted into the left ventricular lead. The lead was not used and replaced. The patient was stable.